Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger. The desktop charger (sn: (B)(4)) was returned. Analysis of the desktop charger determined that the connector pins appeared to be broken from being plugged in upside down.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the desktop charger (dtc) was plugged in upside down, damaging the ins recharger (insr) connector, and now the insr wouldn't work at all. The patient couldn't charge due to the insr issue, which led to a return of tremor. A replacement dtc and insr were sent. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.